Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation and subsequent patient death occurred. The target lesion originated in the ostial left main artery and extended into the left anterior descending (lad) artery. A cardiac perfusion machine was used to assist during the intervention. The physician used multiple guidewires and guide catheters to access the lesion. The physician exchanged for a csi coronary viperwire guidewire and loaded a csi orbital atherectomy device (oad) onto the guidewire. The physician performed three runs at low speed for a total of 80 seconds to treat the lesion. The physician removed the device and attempted to advance a balloon across the lesion, but was unsuccessful. The physician tried to use a smaller balloon, but was still unsuccessful. The physician then advance the csi oad back to the site of treatment and performed three runs at low speed. As the physician was removing the oad, the patient started seizing and all wire access was lost. Emergency measures were taken to revive the patient, but were unsuccessful and the patient expired. Three requests for additional information have been made, but none has yet been received.